Event description:
It was reported that during an orif of a femur procedure, one side of the staples did not form into the tissue. This occurred on random firings. They were able to complete the procedure with the same device. There was no patient impact.

Manufacturer narrative:
(B)(4). The analysis results confirmed that the device was returned in good visual condition and fully functional. When tested for functionality, the device fired and formed the remaining one staple as intended. The device fired without any difficulties and the staple was noted to have the proper box shape. The final quality release criteria were met before this batch was released for distribution.